Manufacturer narrative:
(UDI) is unknown; no additional information was provided. This remediation MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. The device history record (DHR) review was not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A sample was received for evaluation. Visual inspection and functional test(s) were performed. The top case was chipped and cracked. The right plunger case was cracked. Event history log (ehl) showed: flange sensor error. Start up process was performed and the reported problem was verified; the ear clip was sticking, there was contamination on the clip and spring. The root cause of the issue was deemed to be customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. Actions(s) taken to mitigate the reported issue(s): replaced the ear clip, spring and opto coupler.

Event description:
It was reported that the pump was intermittently giving flange sensor error. No patient injury was reported.